Event description:
It was reported that the patient was already at the hospital that's related to their relative's hospitalization but sought medical attention after experiencing a stress episode with increased blood pressure and hyperglycemia. The patient video called their doctor and was recommended to follow the instructions of the doctor in the emergency room. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on their abdomen for longer than 48 hours. Symptoms reported include headache, sore throat and earache. The patient was prescribed with some additional medication of 400 mg of ibuprofen and 500 mg of acetaminophen. The patient was still wearing their pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported prescribed treatment and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.